Event description:
It was reported while the patient was in the clinic on the morning of (B)(6) 2023 that they had been hearing multiple low voltage alarms and power cable disconnect alarms over the past week. These only occurred while they were on the mobile power unit. The customer stated that the patient has changed outlets within and between locations (i.e. Home, hotel) and has continued to experience alarms. The customer stated that all the pin and connections were without damage. A review of the log files revealed low power hazard alarms while the patient was on the mpu. The alarms appeared to be associated with a poor connection causing rsoc invalid faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On (B)(6) 2023 at 00:26:57, 00:27:01, and from 00:28:18 ¿ 00:28:40 while connected to the mpu, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm coincided with low power hazards, was not associated with a power source exchange, and cleared shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file the mpu, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. No further information was provided. The manufacturer is closing the file on this event.